Manufacturer narrative:
Method: medical review. Results: per medical review - given the reported information, the event was surgical factor related. The medical device is not the root cause of the event. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the root cause of the event was surgical factor related. The medical device is not the root cause of the event. (B)(4).

Manufacturer narrative:
(B)(4) - method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found pieces of one haptic torn off and missing. The lens was returned in liquid. The injector, cartridge and foam tip plunger were not returned for evaluation. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.(B)(4)

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens. The surgery went well and the patient was moved from the operating room to be monitored. The patient was brought back shortly after to check the intraocular pressure and the surgeon noted the icl was implanted upside down. The incision was re-opened and the lens was explanted with no patient injury. The backup lens was implanted with no problem. The patient is doing well and the visual acuity is 20/15. Sutures were not required.